Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had a blank display after alarming for a motor error. The issue was not resolved when the customer replaced the battery several times. She did not recall the blood glucose reading. The battery cap contacts were not missing or damaged and battery compartment and spring not damaged or corroded. The customer did not have a new battery to try and was sent a new battery cap to resolve the issue. The customer was advised that if the display did not return to revert to a back up plan per a health care professional's instruction until the new battery cap arrived. The insulin pump was not replaced or returned for analysis.